Event description:
It was reported that the patient had a sudden onset of t wave oversensing (twos) and received inappropriate therapy from the right ventricular lead. The lead sensitivity was decreased and the oversensing was corrected however the physician decided to prophylactically explant and replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the partial lead was returned in segments, analyzed and the proximal conductor was flexed and fractured. It was noted that the distal conductor was pulled/stretched/overstressed, the superior vena cava (svc) coil was kinked/buckled, the distal conductor was fractured due to being cut and pulled/stretched/overstressed, there was blood on the proximal conductor, the distal conductor, and the defibrillation conductor (not obstructed), there was a white substance on the distal electrode, the outer insulation was breached cut, the overlay tubing was breached melted, the overlay tubing was breached and had environmental stress cracking, the overlay tubing had cosmetic melting, the outer insulation had a cosmetic white substance, the outer insulation had a cosmetic depression, the overlay tubing had a cosmetic white substance, the overlay tubing had cosmetic environmental stress cracking, the overlay tubing was kinked/buckled, and there was blood ingression in the overlay tubing. Concomitant products: 5076 implantable pacing lead (B)(6) 2006. (B)(4).